Event description:
Pt was revised to address instability and poly wear. Osteolysis was also reported.

Manufacturer narrative:
Evaluation was not possible. As the product was not returned. Product info required to review the device history records was no provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient info and lack of the device to evaluate. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.